Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter was damaged and the device failed the sample graft cut. The cutter was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause is attributed to component failure. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in germany.

Event description:
It was reported that outside of surgery, the unit was nonfunctional, it had a damaged cutter. There was no patient involvement. During device evaluation it was discovered that the device failed the sample graft cut. Due diligence is complete, no further information is available.